Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Clinician called evening of 08/14 to comment that the augmentation below limit set alarm went-off but the pause audio (mute) button never was displayed. The help button was displayed. While on call the patient was transferred to the ICU. Once in the room, customer intentionally move the augmentation alarm limit above the patient's augmentation. The augmentation alarm did go off and both the help menu and pause audio buttons were displayed. When they moved the augmentation alarm limit back down 10 points below patients current augmentation. Clinician swears the alarm did not display first time. Pump continued to work properly and patient was transferred out of the facility. Malfunction was not reproduced. Biomed handles all repairs in-house but no repair was needed. Field service technician (fst) has not further information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an augmentation malfunction. The clinician called evening of 08/14 to comment that the augmentation below limit set alarm went-off, but the pause audio (mute) button never was displayed. The help button was displayed. Stayed on the phone while the patient was transferred to the ICU. Once in the room, customer intentionally moved the augmentation alarm limit above the patient's augmentation. The augmentation alarm did go off and both the help menu and pause audio buttons were displayed. When then moved the augmentation alarm limit back down 10 points below patient¿s current augmentation. Clinician states the alarm did not display first time. Pump continued to work properly, and patient was transferred out of the facility. There was no patient harm reported.